Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot product lot number was not reported therefore no lot release records were reviewed. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results below above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider," and "if your reading is above 27.8 mmol/l [500 mg/dl], the pdm displays ¿high check for ketones!¿ this indicates severe hyperglycemia (high blood glucose)."

Event description:
The patient woke up with her blood glucose reading of 26.0 mmol/l (468 mg/dl) so she gave a large bolus of insulin. Her bg came down a little bit and rose to "high" (>27.8 mmol/l) (>500 mg/dl) at 7:00 pm with ketones present (1.1 and 0.8). She gave herself a manual injection of levemir and novorapid. She then went to the emergency room. She did not provide any further information regarding the ER visit or her treatment.